Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode) was confirmed due to the white (drvn_gnd) wire being pinched at the ECG ¿c&d¿ cable. The belt did not pass essential performance testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.